Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient called in because they got a letter stated they needed to update their registration. The patient stated that the complete system was removed over a year ago. When asked for the reason for removal the patient stated it was removed because it was shocking them. When asked for a date for when the device started shocking them the patient stated it wasn¿t working to begin with. No further complications were reported.